Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited myopotential oversensing which resulted in pacing inhibition. The patient was not symptomatic due to the event. Programming changes were discussed. The patient was stable and would continue to be monitored.